Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt messages) was confirmed. Upon investigation an open pulse wire was discovered in the cable between ECG "b" and the distribution node, which caused the reported check electrode belt messages. The root cause for the open pulse wire could not be positively identified, but the damage likely resulted from excessive force on the electrode belt cable section. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving check electrode belt messages. The patient was issued a replacement electrode belt.